Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to implant fracture.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend analysis could be performed as no item numbers are available. Event description: it was reported that a patient underwent a revision surgery due to lever-out of the pin. Review of received data: only the swissmedic report is received which indicates that the lever-out problems of the distal stem started. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw: - dislocation, metallosis, aseptic loosening of stem due to wrong design of pin leading to failure of connection between proximal and distal part and subsequent release of wear particles (e.g. Fretting) => possible, product not received, therefore cannot be excluded. Conclusion: patient underwent revision surgery due to lever out of distal stem after an unknown time in-vivo. No additional information was received regarding the event. It is assumed that the modular connection between the distal and proximal parts was loosened. No ref/lot numbers, no adequate size information of the implanted products were reported. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the available information and results of the investigation, the complaint could not be confirmed and no exact root causes could be identified. Complaint shall be reopened when there is additional information regarding the event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2018-01018.